Event description:
Per provider, power switch has a short circuit. Per independent repair center statement unit alarm would not function. The key failure was the power switch for the controls short circuited.